Event description:
It was reported that the customer experienced low blood glucose levels, which required medical intervention by emergency medical services to treat for the issue. She stated that her doctor changed the settings on her insulin pump and her blood glucose levels ran high. She had been driving when she hit a tree during a low blood glucose event. Emergency medical services treated on the scene since she declined to be taken to the hospital. She did not know what the perceived cause of low blood glucose was and had last changed her infusion set the morning of the car accident. She noted that she had low blood glucose for a few months. Upon inspection, it was found that the reservoir showed more insulin than was shown on the status screen. She reported that the insulin pump was exposed to an x-ray machine. The device passed the displacement test. She also fell and broke her ribs. The blood glucose reading was 41 mg/dl, and after she ate, it rose to 147 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.